Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn as no product was returned.

Event description:
During an orif navicular (left) procedure, the surgeon was drilling and the 1.6 mm compression wire snapped off below the ball. Surgeon tried to remove the wire without success, the threaded part of the wire remains in the pts bone. The surgeon was able to complete the procedure.